Event description:
As a pt with celiac disease, I first noticed (B)(6) hospital (also a pediatrics pt due to congenital heart defects and nephrotic issues) and (B)(6) hospitals and clinics are using "medline restore nitrile exam gloves with colloidal oatmeal" as the stocked personal protective equipment examination gloves for their healthcare professionals. But, due to the lack of a gluten-free status, these gloves pose a significant risk to the health and safety of pts with wheat or oat allergy, celiac disease, as well as potentially other types of diagnoses. Oats are commonly cross-contaminated with wheat due to plant conditions and a unique subset of pts with celiac disease are sensitive to the proteins in even pure, certified gluten-free oatmeal. Because these gloves may be used in pt orifices that could lead to a systemic reaction including an anaphylactic reaction. This product is not safe for healthcare use. I reported this to the hospital's mentioned above already and to the best of my knowledge, they took action and removed the gloves from their facilities altogether (probably at significant expense). Medline industries should be required to post a black box-like warning and do detailed scientific testing to be made available to all healthcare entities prior to further sale of this product.

Event description:
Additional information received 03/29/2016 for mw5058891: I filed a medwatch voluntary report as a patient/consumer late last year on a medical device product made by (B)(4); specifically medline nitrile restore exam gloves with oatmeal out of theoretical concerns for patient harm. Earlier this month, I received an email and phone call from (B)(4). Directly: I spoke with a "clinician" and "quality assurance manager for gloves." During the call with (B)(4), the following was their defenses of the product (including my rebuttal to them that I sincerely hope the FDA will thoroughly consider): claim 1: the oat-containing protein component is only within the gloves, not on the outside. They contend this to mean there is no possibility for patient exposure. Claim 2: medline supposedly hired a gastroenterologist to "write a letter" stating celiac disease patients could not possibly be harmed by the restore gloves. Claim 3: medline restore gloves are national eczema association certified, and therefore, are gluten-free. As stated previously. This is a supplemental addendum to my originally filed report of this product.